Event description:
Url: I bought vinyl gloves from the dollar tree, 10 to a pack, there is a whole mosquito carcus embossed in between the layers of the glove. The item is in my possession. The company is sending me 100 gloves in gratuity and wants me to send them the original glove with the mosquito embossed. I think this should be sent to and reported to a higher authority. The working conditions of these people in china must be deplorable. It was gross to open the glove bag, put on a new clean glove to be hygienic to do cleaning with solvents and pull up an entire mosquito carcus on my hand pulling up the glove. Dates of use: upon putting on glove in 2007, diagnosis or reason for use: hygienic purposes. Event abated: yes.